Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and review of available medical records.

Event description:
A peritoneal dialysis (pd) patient reported they had drain complications with alarms for the past few weeks. The patient stated drain complications had been becoming worse. Communication with the pd nurse indicated the patient had touch contamination peritonitis diagnosed on (B)(6) 2015. The patient was noncompliant for seven days which led to drain complications due to a large amount of fibrin. The patient was hospitalized from (B)(6) 2015. The patient was treated with vancomycin. Medical records requested.